Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), (add adverse event name) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate (add risk/contributing factors) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors and/or procedural factors may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, during trans-subclavian transcatheter aortic valve replacement (tavr) for native aortic position, access was obtained from the left subclavian artery and valve deployment was performed. Although the subclavian artery diameter was less than 6mm, the blood vessel characteristics were favorable. There was significant resistance during delivery system insertion, but it was still possible to advance the delivery system. After valve deployment, an e-sheath was pulled back and vascular access was examined with digital subtraction angiography (dsa), which revealed dissection in the subclavian artery. As a treatment, a stent was placed through the e-sheath. After the e-sheath was removed, dsa revealed dissection around the puncture site where it was not covered by the stent. Thus, another stent was placed via the radial artery with overlap into the previously placed stent. The patient left the operating room without problems. Per the physician, the blood vessel was thin but there was no remarkable calcification. Thus, it was assessed that subclavian artery access was possible. Dissection was suspected when there was significant resistance during delivery system insertion. The dissections were considered to be connected, not occurring in two separate locations.